Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter during a gastric sleeve, when stapling the stomach, the functioning mechanism of the staple was not activated once assembled and inside the patient's abdominal cavity, it was necessary to remove the cartridge and replace it with another to continue with the procedure. The same handle was used to complete the case. There was no patient harm.